Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided video was performed by an isi failure analysis engineer. The following additional information was provided: in the first few seconds of the video, I noticed that the vessel sealer jaws couldn¿t be opened fully, and they had to use the cadiere forceps to force them open after which they worked fine. Hard to tell just by the video why they couldn¿t be opened fully initially. The instrument seemed to function normally after that (seals and cuts worked as they should). At around 1:36, I noticed some warnings (they were in a language that I don¿t understand but could likely be the sealing malfunction they complained about). Not sure if the vessel sealer they inserted after that was the same one or a different one, but it appeared there were some jerky movements while opening the grips. We will need to inspect the instrument physically to learn more. A sealing malfunction can happen due to multiple reasons: a broken conductor wire causing failed continuity, not enough (or too much) tissue between the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had an unspecified issue. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument could not be opened properly at first. After the customer was able to resolve the issue, a sealing malfunction occurred intraoperatively. Due to the original video link being inaccessible, the customer resent the link in a different email. There was no patient injury. There was a slight procedure delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged grip ring. The instrument was placed on an in-house system. The instrument passed the recognition, engagement tests but failed initialization test, which was subsequently bypassed. The instrument moved intuitively on the pitch with full range of motion in all directions. The grips did not close. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument was found to have one error "22024¿; "grip torque is outside the expected range on usm3 (instrument installed: vessel sealer extended/rfid: 85561694). Grip force test could not be performed in house as the jaws were not closing. Low torque errors are often caused due to a loose grip cable in the proximal end. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. The instrument exhibited imprecise motion during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. The jaws opened but failed to close properly. Seal test was unable to be tested as the jaws were not closing and remained fully open. The root cause is dislodged both grip ring and grip ring screw in the proximal end.